Event description:
The hospital reported that during the saphenous vein harvesting procedure, toggle broke on six scissors causing the scissors not to open or close on the harvesting cannula. The replacement unit was used to complete the procedure. The hospital did not report any patient complications.